Manufacturer narrative:
The device was returned for analysis. The reported difficulty advancing the knot could not be replicated in a testing environment as it was based on operational circumstances. Factors that may contribute to difficultly advancing the knot include, but are not limited to, suture loop pulled instead of both suture ends when removing the device from the patient, rail suture tensioned without distal advancement with knot pusher or non-rail tensioned/advanced. The returned device analysis also indicated that the anterior needle separated from the anterior cuff which subsequently would had caused the knot failed to form. This was most likely due to device interaction with patient anatomy or link pulled until it breaks. The detached anterior cuff tab was not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. The proglide was attempted via an 8.5f sheath. It should be noted that the proglide instructions for use states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other proglide device referenced in is filed under a separate manufacturing report number.

Event description:
Subsequent to the initial report, an additional proglide plunger was returned to the abbott vascular returned goods lab with no reported information. Initial device analysis found a failure malfunction. A device in this condition would not have achieved hemostasis. Attempts to contact the facility reporter provided no information.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that venotomy closure of a common femoral vein was attempted using a proglide device via 7f, 8f and 8.5f sheaths after an electrophysiology (ep) interventional procedure. Reportedly, the proglide knot could not be pushed down and locked. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.